Event description:
EKG abnormalities [electrocardiogram abnormal]; vein spasm (cardiac) [arteriospasm coronary]; stress [stress]; breathing difficulties [dyspnoea]; complications of anesthesia [anaesthetic complication]; body jerking [dyskinesia]; headaches [headache]. Case description: spontaneous report received on (B)(6)-2008 from a (B)(6) female consumer with a history of severe left knee pain and complications from anesthesia and other medicines, initials h-d, who experienced electrocardiogram (EKG) abnormalities, vein spasm, stress, breathing difficulties, complications of anesthesia, body jerking, and headaches after starting synvisc. The patient received three injections of synvisc into the left knee beginning in mind-(B)(6) 2008 (exact date unknown). She stated that immediately following the first injection, she began experiencing breathing difficulties which continued through the night. She notified the injecting physician the following day who told her he did not believe it was related to synvisc. She received the last two injections and received relief from them. She stated that her breathing difficulties continued and one week before this report, got progressively worse. On an unspecified date, she saw her local physician who performed an electrocardiogram (EKG) which showed some abnormalities but was non conclusive for a heart attack. On unspecified date(s), an echocardiogram and stress test were performed. The patient reported that the echocardiogram was normal but that she did not do well during the stress test and experienced abnormal breathing. According to the patient, her breathing worsened and on an unspecified date, she went to the emergency room where they drew cardiac enzymes and performed a chest x-ray. She reported that enzymes were negative and the chest x-ray was clear. On an unknown date, the patient was admitted to the hospital for a cardiac catheterization, which she reported as normal except that she experienced "complications of anesthesia" which she described as "body jerking." She stated that she had a history of experiencing "complications" with anesthesia and other medications. She stated she was told she had a "vein spasm" and was prescribed a sustained release version of nitroglycerin that gave her headaches. Her local physician stopped the nitroglycerin and according to the patient, told her that he thought the breathing issues were due to stress. The patient took a seven day vacation and at the time of this report, her breathing had improved.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.